Manufacturer narrative:
Investigation ¿ evaluation: a review of the documentation, instructions for use (IFU), specification, and quality control of the device was conducted during the investigation. No complaint device has been returned for investigation and analysis. No lot number was provided, therefore; a review of the device history record cannot be completed at this time. Additionally, a search of the manufacturer's database for associated complaints for this failure mode could not be performed. The cook tpn single lumen catheter repair set is shipped with instructions for use which clearly state the proper warnings, precautions, and instructions for use with each device, specifically;:¿care should be taken when using a wire guide through a cook tpn catheter repair set to prevent damage with-in the catheter. Firmly clamp the catheter near its entrance to the skin with rubber-shod forceps. The stylet acts as a guide for insertion of the metal cannula. After insertion of the metal cannula into the lumen of the existing catheter, the stylet should be removed¿. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
International customer reported that the internal sheath was very soft and "stepped back into the external sheath of the catheter" while attempting to repair the total parenteral nutrition (tpn) catheter. The patient was transferred to another facility after multiple attempts to repair the catheter failed. The catheter was repaired at the second facility. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. After further review of the record it was identified there was no wire in the complaint device set at the first user facility. As a result, the clinician attempted to use the wire of another two sets to no avail before the procedure was abandoned. The lot number(s) are unknown.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the internal sheath was very soft and "stepped back into the external sheath of the catheter" while attempting to repair the total parenteral nutrition (tpn) catheter. The patient was transferred to another facility after multiple attempts to repair the catheter failed. The catheter was repaired at the second facility. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.